Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high threshold. This lead was out of service and replaced. No additional adverse patient effects were reported.